Event description:
Surgery [surgery]. It didn't work at all/lack of efficacy [device ineffective]. Case narrative: this case is linked to case ID (B)(4). Initial information received on 28-sep-2022 from canada regarding an unsolicited valid social media serious case received from a consumer/non-hcp. This case involves an unknown age and unknown gender patient who had surgery and it didn't work at all, no relief for my two knees/lack of efficacy with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical treatment included cortisone. The patient's past medical history, vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing arthrosis. On an unknown date, the patient received synvisc injection in her second knee (lot, expiry date, strength, frequency, dose) for severe arthrosis. After several years with cortisone, the orthopedist suggested synvisc. On an unknown date after an unknown latency it didn't work at all, no relief for my two knees/lack of efficacy (device ineffective) (severe arthrosis) more than $1000 lost. Had (surgery) (required intervention and medically significant) 18 months ago, now have 2 brand new knees. Action taken: not applicable. It was not reported if the patient received a corrective treatment for the events (surgery). At time of reporting, the outcome was unknown for the event it didn't work at all, no relief for my two knees/lack of efficacy and was unknown for the event surgery. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Manufacturer narrative:
Sanofi company comment dated 04-oct-2022: this case involves an unknown age and unknown gender patient who had surgery and it didn't work at all, no relief for my two knees/lack of efficacy with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, post injection routine, injection technique and other risk factors would aid in better case assessment.

Manufacturer narrative:
Sanofi company comment dated 04-oct-2022: this case involves an unknown age and unknown gender patient who had surgery and it didn't work at all, no relief for my two knees/lack of efficacy with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, post injection routine, injection technique and other risk factors would aid in better case assessment.

Event description:
Surgery/ 2 brand new knees [knee replacement] it didn't work at all/lack of efficacy [device ineffective] case narrative: this case is linked to case ID (B)(4) (multiple devices suspect of same patient) initial information received on 28-sep-2022 from canada regarding an unsolicited valid social media serious case received from a consumer/non-hcp. This case involves an unknown age and unknown gender patient who had surgery/ 2 new band knees and it didn't work at all, no relief for my two knees/lack of efficacy with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical treatment included cortisone. The patient's past medical history, vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing arthrosis. On an unknown date, the patient received synvisc injection in her second knee (16mg/2ml) (lot, expiry date, frequency, dose) for severe arthrosis. After several years with cortisone, the orthopedist suggested synvisc. On an unknown date after an unknown latency, it didn't work at all, no relief for my two knees/lack of efficacy (device ineffective) (severe arthrosis) more than $1000 lost. Had (knee replacement) (required intervention and medically significant) 18 months ago, now have 2 brand new knees. Action taken: not applicable it was not reported if the patient received a corrective treatment for the events (surgery). At time of reporting, the outcome was unknown for the event it didn't work at all, no relief for my two knees/lack of efficacy and was unknown for the event surgery. A product technical complaint (ptc) was initiated on 28-sep-2022 for synvisc (lot/batch number: unknown) with global ptc number: 100265695. The sample status of the ptc was not available. The product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process as per rdg-sop-000055. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without product lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis as per rdgsop- 000440 to determine if a CAPA (corrective and preventive measures was required. The final investigation was completed on 03-nov-2022 (closed ptc date) with summarized conclusion as no assessment possible additional information was received on 03-nov-2022 from product quality officer. Ptc added. Strength added. Text amended accordingly.